Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired the third firing that completed correctly and after the device was handed to the scrub tech the device had locked out and would not open. The tech did not try the reverse button to open the device. They used a second device to complete the procedure. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th. If echelon, during which stroke did the event occur? What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No . Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No.